Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is due to procedural issues, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that shortly after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient woke up and was unable to raise their arm on command. Imaging performed revealed an embolic stroke. Additional information indicated that the patient was compliant with dual antiplatelet therapy (dapt), however, a p2y12 platelet function test was not performed. There was no medical or surgical intervention performed, and the patient has not made a complete recovery. At this time, it is unknown if the reported event is due to procedural issues, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution.